Manufacturer narrative:
The user reported being hospitalized for a blood transfusion on (B)(6) 2021. The user had been previously diagnosed with cancer, and the transfusion was part of their ongoing treatment. At the time of the call, the user stated they were feeling normal. The event was not related to diabetes or glucose measurements and occurred prior to their sensor insertion. Per dms, the user has not used the system since (B)(6) 2025 at 6:15 pm.

Event description:
Senseonics was made aware of an incident where user reported being hospitalized for a blood transfusion on (B)(6) 2021. The user had been previously diagnosed with cancer, and the transfusion was part of their ongoing treatment. At the time of the call, the user stated they were feeling normal. The event was not related to diabetes or glucose measurements and occurred prior to their sensor insertion. Per dms, the user has not used the system since (B)(6) 2025 at 6:15 pm.